Event description:
Pt transferred from critical care unit to progressive care unit via cardiac chair in which pt had been in for several hours. Within minutes of pt arrival on pcu heard noise and when entered room, found pt on floor face down. Nosebleed and 3/4 inch laceration on bridge of nose and upper lip noted.